Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): review of the black box and download history revealed daily insulin delivery totals appeared inconsistent due to a time and date issue which was addressed in a separate complaint. Functionality testing of the pump was not able to be performed because the keypad was unresponsive, which was addressed in a separate complaint.

Event description:
On (B)(6) 2012 the reporter, the patient's wife, contacted animas to report that for four weeks, the patient had obtained erratic blood glucose levels ranging from 70 mg/dl to 600 mg/dl. The patient experienced the symptom of fatigue, but no other symptoms of high or low blood glucose levels. The patient reported he had neck surgery during this time period, and had also been wounded by stabbing, and was on antibiotics. The reporter was unable to troubleshoot the pump, as the pump was not available at the time of the call to customer support. Troubleshooting did reveal the patient had scar tissue on his abdomen, and did routinely use that area for infusion sites; which may have contributed to under-infusion of insulin. The issue was not resolved. The patient's technique was incorrect by using an infusion site containing scar tissue. Additionally, the patient's elevated blood glucose levels may have been caused by his surgery and injuries. However, as the patient allegedly suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and the issue was not resolved due to inability to fully troubleshoot the pump, this complaint is being reported.